Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with blurry vision and six months following lasik treatment. The patient reports headaches, vision has regressed and is having a hard time driving. The patent is reported as pregnant while experiencing these symptoms. Additional information received in follow up; the patient was released from care following the previous appointment and was given a prescription for distance and reading glasses. The patient additionally used artificial tears to alleviate symptoms and pregnancy was not reported until after the surgery. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. (B)(4).